Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The customer indicated that the device will not be returned to zoll for evaluation of the reported malfunction.